Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported a navigation system stripped articulating arm. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement vertek arm ii shipped to site (B)(6) 2015. Medtronic investigation of returned suspect vertek arm ii finds that this part is nearly six years old. The report of "stripped" is not clear, but the attachment screw and instrument threaded screw hole is not stripped. The arm is well worn, faded and has many nicks and scratches. When the handle is tightened neither end locks down completely. Mechanical failure - malfunction - will not tighten. - no further issues have been reported.